Manufacturer narrative:
As received, a complete lead was returned in one piece. The s-curve height was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of dislodgement and loss of capture were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was noted that there was an increase in capture on the left ventricular (lv) lead. Diagnostic imaging confirmed that the lv lead was dislodged. The dislodgement had occurred during a trans-catheter aortic valve implantation (tavi) procedure several weeks prior to the follow-up appointment. The lv lead was explanted; a replacement lv lead was not implanted due to patient anatomy. The device was reprogrammed to deactivate the lv channel and the patient was stable.